Manufacturer narrative:
H3) no parts have been returned for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Case description: this case, biomarin case number (B)(4), is a spontaneous report from japan referring to a patient of unspecified age and gender. This case was reported by a physician. The patient's past medical history was not reported. The patient's concurrent conditions included neuronal ceroid lipofuscinosis. No allergies were reported. No concomitant medications were reported. On an unspecified date, an icv device was implanted. The lot continued in additional info section on an unspecified date in (B)(6)2021, the patient experienced an intracerebroventricular catheter infection (device related infection). No additional clinical details were reported. No laboratory or diagnostic tests were reported. No treatment for the event was reported. Treatment with brineura was held due to the event. The outcome of the event was reported as recovered/resolved on (B)(6)2021. Biomarin pharmaceutical has upgraded this case to medically significant. The reporter assessed the event of device related infection as unknown in relation to treatment with brineura. The reporter assessed the event of device related infection as related to the icv device. No other etiological factors were reported. The patient's past medical history included: ataxia, myoclonus, epilepsy, language disorder, and medical device implantation. The patient's concurrent conditions included: dysphagia, femur fracture, physiotherapy, dyskinesia, epilepsy, quadriplegia, intellectual disability, and eating disorder. Concomitant medications included: 9 unspecified drugs. The icv device implantation date was reported as (B)(6)2021. The batch number was unknown. The product name was csf-ventricular reservoir,side inlet, 18mm (flat bottom type). It was clarified that the event was a ventricular reservoir relating infection. The patient recovered from the infection, and the physician was currently considering to insert another ventricular reservoir. Therefore, whether administration would be continued or not was not confirmed. The subject's past medical history included: dysphagia, eating disorder, dyskinesia, epilepsy, quadriplegia, intellectual disability, speech disorder, ataxia, femur fracture, and physiotherapy. The subject's concurrent conditions included: epilepsy, myoclonus, and neuronal ceroid lipofuscinosis. No allergies were reported. Concomitant medication included: piracetam, nitrazepam, perampanel, valproate sodium and levetiracetam. On (B)(6)2021, the subject underwent implantation of a medtronic csf-ventricular reservoir (side inlet, 18mm (flat bottom type)). Model, lot, catalog, serial, and UDI numbers were not reported. On (B)(6)2021 from 13:08 to 18:17, the subject received his brineura infusion. On (B)(6)2021, the subject developed subcutaneous swelling and a fever. On an unreported date, mssa was detected by bacteriological culture examination of the subject's cerebrospinal fluid. Additionally, the subject underwent magnetic resonance imaging of the head, enzyme activity measurement and genetic testing (results not reported). Subsequently, the subject was diagnosed with a subcutaneous abscess and grade 4 bacterial meningitis (meningitis bacterial) and required hospitalization. No treatment for the event was reported. On an unreported date, treatment with brineura was held due to the event. At the time of this report, consideration was being give to insert another ventricular reservoir and whether or not treatment with brineura would be resumed. On (B)(6)2021, the medtronic csf-ventricular reservoir (side inlet, 18mm (flat bottom type)) was removed and was not returned. The outcome of the event was reported as recovered/resolved on (B)(6)2021. The investigator assessed the event as medically significant and life-threatening the investigator assessed the event of meningitis bacterial as not related to treatment with brineura. The investigator assessed the event of meningitis bacterial as related to the subject's icv device. No other etiological factors were reported. No further information was available. Additional information received on 30-jan-2022: the event, initially reported as bacterial meningitis (meningitis bacterial) has been updated by the investigator to ventricular res ervoir-associated infection (device related infection). On (B)(6)2021, redness and swelling were observed on the skin surrounding the ventricular device (ommaya reservoir). No headache or nausea were noted. In the hospital, the number of cerebrospinal fluid cells increased to 212 (unit and reference range were not reported). Treatment for bacterial meningitis included unspecified antibiotics. On (B)(6)2021, ommaya reservoir was removed and administered antibiotics for 21 days until the culture was confirmed to be negative. The investigator assessed the event of device related infection as not related to treatment with brineura. The investigator assessed the event of device related infection as related to the subject's icv device. No other etiological factors were reported. No further information was available. Additional information received on 27-apr-2023: treatment for the bacterial meningitis included cefotaxime sodium. Other etiological factors included the subject's ventricular reservoir. The patient experienced device related infection, which is a known complication of icv device use. The causality of event is assessed as not related to brineura. Additional information received. The patient experienced bacterial meningitis, which is a known complication of surgically implanted icv device. The causality of event is assessed as not related to brineura. Additional information received. Initially reported as bacterial meningitis has been updated by the investigator to device related infection, which is a known complication of icv device use. The causality of event is assessed as not related to brineura.